Manufacturer narrative:
PMA 510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: lens was returned in liquid in the lens case/vial. Visual inspection found no visible damage to the lens. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -9.0/+1.0/073 diopter, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved.